Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 600mg/dl, with symptoms of dehydration, vomiting, and nausea, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine for diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match the active basal program total. The basal history matched the active basal program settings. The patient changed their infusion set and did not affect their blood glucose. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The original complaint of an inaccurate delivery issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.